Event description:
(B)(6) advia centaur xp hcv results were obtained for a patient sample. The results were considered discordant with the clinical expectation since the previous patient result was positive with an alternate method. The patient sample was repeated two times on another advia centaur xp. The results were negative. The patient sample was tested on two alternate methods and the results were positive. Immunoblot testing was performed and the result was indeterminate. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the (B)(6) advia centaur hcv results.

Manufacturer narrative:
Siemens filed the initial 1219913-2014-00240 on (B)(6) 2014. (B)(6) 2014 additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing and investigation. The sample tested negative for (B)(6) across lot numbers 062245, 062246, and 062249. Inno-lia immunoblot testing was also performed on the patient sample and the result was indeterminate. (B)(6). Inno-lia result: indeterminate (1+ for ns3). The results are compatible with the customer's observation for the advia centaur xp (B)(6) (negative) and the immunoblot (indeterminate). The reference method did not confirm that the patient sample is positive. The result remains as a discordant negative. The cause for the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The field application specialist (fas) reviewed the control data and calibration curve. Both were acceptable. The cause for the discordant hcv result is unknown. The patient sample has been requested for further investigation. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."